Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Facility reported to the sales rep that the patient had the accucath placed successfully in outpatient services. The patient was sent home. The patient contacted the facility stating that the catheter had separated from the hub. Patient was told to go to the emergency room, where the device was surgically removed. No patient injury was reported.